Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an eccentric, de novo lesion in the distal right coronary artery that was 90% stenosed, moderately tortuous and heavily calcified. The 3.50x8.0mm nc traveler balloon dilatation catheter (bdc) was soaked and aspirated outside the patient anatomy, then advanced to the lesion without any resistance. The bdc was inflated, but ruptured during the first inflation at 15 atmospheres. A new, unspecified bdc was used to successfully complete the procedure. There was no adverse patient effect reported, and no clinically significant delay reported. No additional information was provided.